Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting intermittent loss of capture, high threshold measurements and low amplitude.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.